Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient came into clinic with unwanted peripheral nerve stimulation. Upon interrogation, the right atrial lead had pulled back to supra-ventricular tachycardia and caused stimulation. The lead was repositioned. The patient was stable after the procedure and would follow-up normally.